Manufacturer narrative:
It was reported that the patient's oxygen saturation dropped into the 70's-80's% when using the life2000 device during activity. It is noted that the patient was using the high activity level of the device at time of incident and requires 12-14lpm oxygen support and employs her two home oxygen concentrators that are used together. The patient returned to her own nasal cannula with her home oxygen concentrators and recovered after a few minutes of rest. No medical intervention was required. The patient also reported that the flow meter ball of the home oxygen concentrators does not rise higher than 8lpm when connected to the life2000. They also reported instances of the concentrators shutting off while connected to the life2000 device. No water, compression, or holes in the 50-foot combo tubing were observed. The patient is a 69-year-old female with relevant medical history of chronic respiratory failure with hypoxia, copd, pulmonary fibrosis, and emphysema. It is noted that the patient¿s baseline spo2 is 97-98% at rest on her home oxygen concentrators on 4-5lpm, and high 80¿s to mid-90¿s when active on 12-14 lpm. The patient was advised to hold use of the life2000 device and consult her healthcare provider. During follow-up, a hillrom account executive discussed the situation with the patient's healthcare provider, who advised the patient to resume use of the device until their next appointment and provided an updated prescription including recommendation to continue use and updated target spo2 levels. The patient was also advised to use the device in periods of rest/low activity. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient experienced oxygen desaturation into the 70's-80's % during activity, the change in the patient's condition was temporary, and no accompanying symptoms such as shortness of breath or dizziness were reported. The patient returned to her alternative mean of oxygen support, and recovered at home with no medical intervention required, concluding that a serious injury did not occur. Based on the information provided, the ultimate cause of the reported drop in oxygen saturation is unknown at this time, and likely multifactorial due to the patient's underlying pulmonary pathology and high oxygen requirements. However, hillrom is unable to rule out a system interaction/malfunction between the life2000 and third-party vendor concentrator as it was reported that the flow meter would not raise above 8lpm and the concentrators would shut down when connected to the life2000. An interaction between the life2000 and third-party concentrator resulting in concentrator ball drops and accompanied oxygen desaturations is likely to lead to a serious injury if the event were to recur. If any additional and relevant information is received the case will be re-assessed accordingly.

Event description:
It was reported that the patient's oxygen saturation dropped into the 70's-80's% when using the life2000 device during activity. It is noted that the patient was using the high activity level of the device at time of incident and requires 12-14lpm oxygen support and employs her two home oxygen concentrators that are used together. The patient returned to her own nasal cannula with her home oxygen concentrators and recovered after a few minutes of rest. No medical intervention was required. This report was filed in our complaint handling system as complaint # (B)(4).